Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the line valve plugged on the adapters have issues and are not patent.

Event description:
It was reported the line valve plugged on the adapters that have issues and are not patent. There have been times where nursing deems the line as plugged, when it actually is the adapter itself.

Manufacturer narrative:
The customer complaint that the adapter valve is plugged and has issues could not be confirmed as the product was not returned for failure investigation. A photo of the smartsite valve adapter with its packaging pouch was provided by the customer. No anomalies were observed during visual inspection. The root cause of this failure was not identified as no product was returned.